Event description:
The patient experienced ICD discharges possibly due to fracture of the sprint fidelis lead. The patient was admitted to the hospital for surgery to include subcutaneous removal of ICD pulse generator at end of life and transvenous removal of chronically implanted right ventricular lead with excimer laser technique. The patient had a complication from the laser extraction to remove the lead. Both the medtronic and spectranetics reps were in the room during the procedure. The procedure was complicated by central venous perforation leading to intraoperative bleeding for which the patient required median sternotomy and cardiopulmonary bypass. After a protracted and complicated course in the operating room, the patient ultimately expired from complications of the initial perforation and subsequent resuscitation including cardiopulmonary bypass.